Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called in the past due to blood glucose readings between 25 mg/dl and 35 mg/dl. It was noted that the customer was in the bathroom when she fell over and the husband called 911. Paramedics advised the customer to eat some glucose tablets. Customer also mentioned having high blood glucose readings of 500 mg/dl after an infusion set change. Customer reported having a dry mouth. Troubleshooting was performed and all setting appeared to be normal. It was noted that the customer did treat the blood glucose readings with the insulin pump. Through troubleshooting it was noted that customer never removed the needle guard nor ever insert the infusion set in her body during set change. No further information reported.